Event description:
It has been reported to philips that, the system was not booting. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system log and found the issue with the cooling unit. The fse replaced the cooling unit as well as re-installed software and device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor was not switching on. The fse replaced the cooling unit and reinstalled the software. After replacement of cooling unit and reinstalled the software., the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.